Event description:
Customer received a result of 23.4 mmol/l on the mobile system and a result of 7.4 mmol/l on the compact plus system within 10 minutes. On a different date the customer received results of 7.7 mmol/l and 3.8 mmol/l on the mobile system, and a result of 3.4 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 27824042, expiration date 11/30/2014). (B)(6).